Event description:
Additional information received 08-jul-2024 stated no injuries, but the patient could not be fed even once. The failure was immediately noticed when started feeding with the infusion pump., the spillage of the formula occurred in the segment of the tube outside the patient.

Manufacturer narrative:
The additional information received from the distributor noted failure was immediately noticed when started feeding with the infusion pump. The spillage of the formula occurred in the segment of the tube outside the patient. Leak occurred outside the patient. Complaint downgraded to not reportable, no additional information will be provided regarding report 9611594-2024-00116. All information reasonably known as of 06-aug-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 21-jun-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported "failure that occurred at the time of passing the nutrition formula, where it is evident that there are two outlets in the tube, through which the nutrition [was] spilled. When verifying the reported defect, 3 tear points are checked along the body of the tube." There was no reported injury.